Event description:
Customer states that the EKG does not work at times. Does not specify if it is from leads or pads or if 12 leads ECG. No patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.